Manufacturer narrative:
Device lot number unavailable. UDI not available. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the irrigation tubing was leaking during a case. The site switched it out and the procedure was completed. There was no reported impact to patient outcome. There was a reported delay to the procedure of one to two minutes due to this issue.